Event description:
During the procedure, resistance was noted while inserting the enterprise stent (enc452812/10219161) through the prowler select plus microcatheter (606s255fx/15827399), and then they could not push the stent further. They tried to re-sheath the stent but the stent wire broke while removing the stent. There was no adverse event reported, and the components will be returned for analyses.

Manufacturer narrative:
After the enterprise device did not advance, additional force was applied, but not torque. Prior to the event, no damages were noticed on either device that may have contributed to the event, and the microcatheter was not kinked or compressed in the section that the enterprise did not advance. The delivery wire was separated not the stent, and the same unit was returned. Finally, the stent did not track in the prowler and the distal tip got separated. This is one of 2 products for this (B)(4).

Manufacturer narrative:
During the coil embolization procedure to treat a vertebrobasilar aneurysm, resistance was noted while inserting the enterprise stent (enc452812/10219161) through the prowler select plus (mc) microcatheter (606s255fx/15827399), and then they could not push the stent further in the proximal section of the mc. They tried to re-sheath the stent but the stent distal wire broke into 2 pieces while removing the stent. After the event, both devices were removed as a unit. During insertion, the enterprise introducer was completely seated in the mc hub, and during insertion, the y connector was opened sufficiently to allow the passage of the delivery system. The y connector was not over tightened, and no damages were noticed on any section of the delivery system that may have contributed to the event. A constant and dedicated saline source was used at all times. There was no adverse event reported, and the components will be returned for analyses. No further information was available. A non-sterile unit of enterprise vascular reconstruction device and delivery system was received coiled in its original box. Delivery wire, and introducer tube were received, the stent involved was received deployed, all components inside of its original pouch. Kink conditions were found in the delivery wire at 5.4 cm and 6.2 cm from distal tip end. No other anomalies were found during analysis. The microcatheter involved was analyzed under (B)(4). The functional analysis was performed without the stent because the stent was received deployed. The guidewire completely passed through the microcatheter successfully with no anomalies detected during the test. A non-sterile select plus 150/5 cm 45 shape was received coiled inside of a plastic bag in its original box. The microcatheter was inspected and it was found without damage. No damages were noted o the hub. Some waves were noted on the device; the device was inspected under microscope; it was found without damages. The ID from the microcatheter was measured and was found within specification. After that the prowler select plus microcatheter was flushed using a lab sample syringe (nipro) and after that, an enterprise lab sample was introduced into the microcatheter and it was advanced smoothly until the microcatheter¿s distal tip without any difficulty. Per lake region report c 14,066 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10219161. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the manufacturing documentation associated with the microcatheter¿s lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures enterprise delivery wire separated and microcatheter obstructed was not confirmed since any separations of the wire, impeded nor obstructions of the microcatheter were found. The cause of the events experienced by the customer as well as the kink conditions could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. Neither the analysis nor the DHR suggests that the failure reported could be related to the manufacturing processes. Therefore, no corrective actions will be taken at this. The devices did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is 1 of 2 products associated with (B)(4).

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. This is one of 2 products associated with (B)(4).